Event description:
A customer obtained an erroneously elevated troponin (accutni) result on one patient sample.the initial accu tni result was 2.90ng/ml. The specimen was re-tested and repeated result was 0.01ng/ml.the results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in 4ml greiner serum tubes. Specimens are centrifuged at 3,500 rpm for 10 minutes.qc was within the customer's established ranges prior to and after the event.a routine system check was performed on (B)(6)2010 which passed within instrument specifications.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) on the instrument. B) the fse conducted a diagnostic and precision testing with good results. C) the fse did not note any hardware issues that would have contributed to this event. A definitive root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.